Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade: IV. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported right side ¿capsular contracture IV" and "ruptured.¿ device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified an opening on the radius. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported right side ¿capsular contracture IV" and "ruptured.¿ device has been explanted.